Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the device clinical information is unknown due to insufficient information. A philips remote service engineer inspected the system remotely to confirmed reported issue. After reviewing the log, it is found the error indicate a bad hospital mains power. No onsite was performed. System handed to customer with limitations, accepted by customer. On re occurrence on 8th sep 2025, it confirmed electrical issues by monitoring the unit and the issue did not occur after the system restart and on 16th sep 2025, the issue was resolved by tube and dose calibrations. The hospital power supply caused these issues, but there have been no malfunctions reported since september 16, 2025. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not caused by philips product. External power failures or outages may occur that can cause the azurion system to not produce x-rays. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to produce x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.